Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 900 mg/dl and over 600 mg/dl. The customer's current blood glucose was unknown. The customer did experienced the symptoms such as vomiting and abdominal pain related to the high blood glucose. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer stated that insulin pump gives the flow block alarm and the event was resolved by changing the complete set. The insulin pump will not be returned for analysis.